Event description:
Boston scientific received information that the patient's remote monitoring system detected a red alert due to a low shock impedance measurement exhibited by this implantable cardioverter defibrillator (ICD). The alert was discussed with the patient's clinic and the alert was dismissed. Additional information was provided that another low shock impedance alert was detected approximately two years later. The alert was delivered to the patient's clinic. To date, there have been no reported adverse patient effects related to this clinical observation.